Event description:
A report was received that the patient was explanted as her ipg was moving around in the pocket due to non-device related weight loss. The device was working properly prior to being explanted.